Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Evaluation: a labeled winding former and detached needle of product were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted and slightly marks were noted on the body needle. The suture was not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a urological procedure on (B)(6) 2018 where suture was used. The needle was pulled off of suture during sewing. Changed the new one to complete.